Manufacturer narrative:
Siemens will submit a supplemental report if any further information regarding the reported issue becomes available.

Event description:
Siemen's regional unit received notification of the reported issue on july 10, 2015 via medwatch submission by the customer that was forwarded from the food and drug administration (FDA). There is no report of mistreatment or injury to the patient within the submitted report from the customer. All information regarding siemens CT system, establishment and all other relevant information has been provided in the appropriate sections of this medwatch form.